Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Event description:
It was reported that during an open pancreatoduodenectomy, some staples closest to the cut line of the middle part were unformed when the device was used on / near the pylorus. When the cartridge was checked, it was found that some drivers were not completely up. The unformed staple line was cut off when anastomosis between the stomach and the jejunum was performed. Reinforcement material was not used. There were no adverse consequences to the patient.